Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported on behalf of a customer about a low glucose readings issue with the abbott diabetes care (adc) device. The customer received an unspecified low glucose readings on adc device scan results and it is unknown whether the customer noted a trend arrow on the device. Due to low scan result insulin pump administer too little insulin (type unknown), as a result the customer required unspecified treatment from healthcare professional (hcp) in intensive care unit (ICU) for the issue. There was no report of death or permanent impairment associated with this event.